Event description:
It was reported the pt experienced a change in his stimulation. An sjm rep met with the pt for reprogramming, and determined contacts 9-16 would auto-reduce. Intra-operatively both leads were tested with a second device and functioned properly. The properly. The physician decided to replace the pt's ipg. It was reported post-operatively he received effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.